Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the numbers 2, 3, 4, 5, 6, 7, 8, 9, and the (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the 3 key will occur following the selected key's function (numerically, when the 1 key is pressed, 13 will be displayed. Alphabetically, when the "abc" key is pressed, ag will be displayed, interfering with mdl drug searching). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.